Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the cartridge was filled with 480 units of insulin. Tandem technical support advised the customer not to overfill the cartridges. Reportedly, a cartridge change was performed to address the issue.